Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage or/and user had an inaccurate reference.

Event description:
(B)(6) ( dad ) calling me back and states that has been getting the erratic blood results on the meter. Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-120mg/dl fasting. Verified the strips expire 6/29/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concerned with the results that were taken on (B)(6) 2016 at 2:08pm 106mg/dl and at 2:07pm 147mg/dl. Customer states that this is happening for about a week. Customer is concerned with the results because his son is (B)(6) old, and have been using the meter for about 6 weeks now. He is taking humulin and levemier. Customer states that because his son tests 10 times a day he blood results are rarely a fasting result.